Event description:
The user continues to present to the ent with a "bubble" over the implant site that continues to fill with pus and become infected. It is planned to open over the implant site and possibly remove the implant and/or relocate the receiver. A back-up implant will be ordered.